Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was misassembled. This event occurred before treatment. The nurse stated that there was no flow due to tubing misassembled and kinked issue. The patient replaced a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted the silicone tubing was not correctly positioned between the occluder feet causing the tubing to twist and block any drainage. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; clear passage testing and clamp function testing failed due to the twisted tubing causing blockage. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.